Event description:
Following a thoracoscopic procedure, when the 12 mm trocar was removed, it was noted to be broken at the distal end. The surgeon attempted to locate the broken piece via endoscopic visualization, but was unsuccessful. Post-op x-ray did not identify a retained fragment. The trocar was found to be radio-opaque, so the surgeon felt confident that the piece was not inside the patient. The broken part of the trocar was irregular in shape and measured 17 mm at its longest point and 10 mm at its widest point.====================== health professional's impression======================the surgeon feels the fracture occurred during the process of placing and replacing instruments multiple times during the course of the operation.